Manufacturer narrative:
Results: motion interrupt pan, brake plate kits, compressions springs.

Event description:
It was reported by service report that there was a reduction in brake force, the motion interrupt pan did not fasten, and the compression springs for the zoom controls were also missing. No patient involvement or adverse consequences were reported.